Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) alleging the cap is loose/ falls off on her onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6), 2014. The patient does not take medications to manage her diabetes and it is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt a low blood glucose symptom of shaky. The patient took food and/ or drank a beverage as treatment. The patient denied testing with another device. The correct cap was being used and there was no indication of misuse. The alleged issue was not resolved with troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed she developed a symptom suggestive of a serious injury after not being able to test due to the lancing device issue.